Event description:
The customer reported a blood colored leak around the primary aspiration needle of the coulter lh 500 hematology analyzer. The customer could not locate the exact location of the leak. The volume of the leak was about 3 ml and was contained within the instrument. The instrument was generating 'incomplete tube forward' errors when the leak was noticed. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the pilot actuators for pinch valves pv21 and pv22 were not actuating and were causing the bellows to overflow. The fse replaced the actuators for pinch valves pv21 and pv22, which repaired the reported leak and errors. The fse found another leak caused by a hole in the tubing through pinch valve pv37. The fse replaced the tubing, which resolved the leak. The repairs were verified per established procedures. (B)(4).